Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator was not charging the battery and the battery was not providing backup power to the unit due to a lack of connection. The customer reported no patient harm.